Event description:
The customer reported to olympus, the front panel switches were not working and no image on the evis exera ii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to faulty patient circuit (cp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.